Manufacturer narrative:
Corrected date: (date received by the manufacturer) the manufacturer was notified about the event on oct 19,2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung surgery, the surgeon was able to press the green button but could not squeeze the handle to fire the device. They re-used a piece of the device to complete the case. The patient was alive with no injury.